Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a proximal pancreaticoduodenectomy, at the first firing, the device was attempted to transect the duodenum, but the handle was unable to be closed and it was unable to fire. The two halves of the instrument will not seat properly at the hinge point. After that, a competitor's device was used and transection was able to be performed without problems and complete the procedure. The surgical time was extended by less than 30 minutes. There was no patient injury.